Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24jan2019. No phone number provided. Philips field service engineer (fse) found internal battery depleted, unit will not power on with battery only. Inspected battery connection, internal battery connection ok. Connected ac power to outlet, unit power on ok. At time of power on found unit audible and visual alarm indicators operating normally. Cycle power with ac power connected, inspected battery voltage, found battery voltage at 12.98 volts. Inspected diagnostic event log found unit was operating on internal battery with a ¿running on internal battery¿ diagnostic code of 1212 alarm message on date of patient incident after several hours of running on internal battery found unit with ¿low internal battery¿ diagnostic code 1204 alarm message. Battery was depleted. Connected unit to ac power found charging indicators and led and ac power icon displayed on screen. Disconnected ac power found battery icon and indicators displayed on screen and working ok. Charged internal battery to 16. 5 volts to perform internal battery test, unit internal battery charging ok. Fse charged internal battery. Performed complete performance verification test per service manual instructions, unit passed test successfully. No parts replaced.

Event description:
Customer reported unit powered off during use. No patient/user harm reported. Customer reported unit powered off during use. Event date not specified; estimate used